Manufacturer narrative:
The sample was rec'd for eval in 2007 and sent to the sterilizer for decontamination. Upon decontamination of the device and completion of the investigation, a supplemental report will be submitted.

Event description:
During activation of the device, the needle separated from the stylet. No harm to the pt.